Event description:
It was reported that a balloon rupture had occurred.   A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion in the left anterior descending artery. The 10mm x 2.75mm wolverine coronary cutting balloon ruptured on the third inflation at 12 atmospheres. The procedure was successfully completed with a different device without issue or patient injury.